Event description:
The customer reported that the insulin pump alarmed low suspend. Customer stated there was an issue with the sensors, he stated he got threshold suspend alarm. Troubleshooting was done. Customer's blood glucose was 138 mg/dl. Customer stated that sensor glucose reading was 64 mg/dl. And suspend threshold limit was 65 mg/dl. Explained to customer the differences of sensor glucose and blood glucose reading. The blood glucose adjusted during the troubleshooting to 112 mg/dl. Customer was laying down and advised the customer pressure on site can be a factor that reading maybe low but the actual was not. Advised the customer if alert comes back to clear and restart his basal on the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)